Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in cloudy effluent and abdominal pain coincident with peritoneal dialysis therapy. These events have potential to be peritonitis. The breach in aseptic technique was further described as poor technique. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (doses, routes, and frequencies not reported) for the event. It was reported that the patient "went home" after the completion of antibiotic treatment. The patient recovered from the event. The action taken with dianeal therapy was not reported. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.